Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies rupture or perforation of the aneurysm as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a distal mca branch using a fred x21, a bleed occurred during access/deployment of the device in the proximal entry into the large aneurysm. The vessel appeared diseased at the point of the bleed. Fault was not attributed to the fred x device. A second fred x21 was successfully placed inside the first reported fred x21 at the proximal end of the aneurysm and the bleed appeared to dissipate.

Manufacturer narrative:
Additional information was received via phone call with the sales representative indicating the following: in addition to the dissection at the mca branch, another dissection occured at the carotid artery at the start of the case. This was not initially reported. The headway and fred devices were not in the patient at this time. It was stated the vessel was very diseased and thought to have been the attributing factor for both dissections.